Event description:
Pt tested blood glucose on suspect device and was 177 mg/dl. Pt felt like blood glucose was actually lower than that value but took insulin based off of suspect device reading. Pt passed out. Pt did not seek medical attention. Pt ran glucose controls on suspect device and glucose controls were both within range.